Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted 2008-(B)(6); 39565-30 neuro stim lead; 37752 neuro recharger; 37743 neuro programmer; 37712 pain stim ipg; (B)(4) neuro extensionx2, implanted 2009-(B)(6). (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had low impedance. The ra lead was capped and replaced. No patient comp lications have been reported as a result of this event.